Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the sealing around the air-mix button to a smiths medical pneupac¿ pneupac vr1 is missing. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one vr1 airmix stage 5 sweden was returned for analysis without its original packaging. Visual inspection found that the rubber seal which surrounds the airmix switch was missing. The pump passed all the functional tests. The customer stated issue was duplicated and confirmed. Problem source could not be identified.